Event description:
It is reported that the patient received a recall notification. Patient began having pain and clicking six months after surgery. She also has trouble walking, fatigue and nausea. An MRI and blood work showed fluid and elevated metal levels. Revision surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.